Event description:
Info received that the CPR was not working. No injury reported.

Manufacturer narrative:
Technician found CPR was not working due to bad valve. Replaced the CPR valve to resolve this issue. Bed found in repair shop.